Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure for a broken finger at the user facility, the micro drill medium straight attachment overheated resulting in a second degree burn to the proximal phalanx of the patient's left ring finger. A triple antibiotic was applied along with xeroform gauze with surgical dressing. The procedure was completed successfully without any clinically significant delay. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
The complaint was not confirmed for the attachment by the repair technician. The complaint for the concomitant products listed in this event were not confirmed by the repair technician. The attachment is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that during a procedure for a broken finger at the user facility, the micro drill medium straight attachment overheated resulting in a second degree burn to the proximal phalanx of the patient's left ring finger. A triple antibiotic was applied along with xeroform gauze with surgical dressing. The procedure was completed successfully without any clinically significant delay. No other medical intervention or adverse consequences were reported.